Manufacturer narrative:
(B) (4) delamination. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open hernia repair procedure in (B) (6) 2010. A gore suture passer was used. The surgeon had already sutured the six o'clock and twelve o'clock locations and when he went to suture in the three and nine o'clock positions, he noted that the mesh had delaminated. The orc was still intact. He continued use of the mesh and sutured it together with no adverse patient consequences.